Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. Patient was stable.